Event description:
Using stryker serfas wand in arthroscopy of shoulder, wand tip broke off. Tip was retrieved. All parts saved and other item on shelf, unused of same lot number pulled from shelf and all items to be returned to manufacturer.